Manufacturer narrative:
As reported, the progel sealant was applied and performed as intended. Based on the information provided, it is unknown why the user felt the product was "runny". No definitive conclusions can be made regarding the surgeons report of the difference in the consistency of the product. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Used on patient and discarded.

Event description:
It was reported that the user of the progel felt the product was ¿runny¿ during a lobectomy. The initial repair was performed with staples. The preparation of the progel was performed according to the instructions for use and no problems presented in set up. The progel was applied both as a stream and spray and was used to effectively complete the case. There was no patient injury/harm reported. The product was reported to be stored appropriately prior to use.